Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during posterior vitrectomy, an ophthalmic forceps clamp did not open and stuck. The surgery was completed on the same day. There was no patient harm.

Manufacturer narrative:
Additional information is provided in sections d.4, h.6 and h.11. A review of the device history record traceable to the reported lot number indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the database for the non-conformance events and the complaints showed that the given lot number was not concerned by any deviation and that there are no additional complaints associated with it. The complainant provided videos which show the reported event. In these videos, it can be seen that the revolution disposable (dsp) instrument is being activated and released yet the scissor blades remain closed. It can also be seen that this is due to tube not moving with the plastic tip of the handle. This indicates that the sleeve-tube bonding connection is broken. The concerned product was not provided to the investigation site for evaluation. Therefore, no further assessment is possible and the investigation is concluded without identifying the root cause. The concerned product was not provided to the investigation site. Therefore, the root cause for the customer complaint cannot be determined conclusively. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. The manufacturer internal reference number is: (B)(4).